Event description:
The center reported that the pt has been unable to wear external headpiece for several weeks due to infection and swelling of the skin flap. The device has been explanted. Reimplantation of another clarion device is scheduled for 2002.